Event description:
A caller reported an error message with the adc device. The caller indicated that due to this issue, the customer required third-party intervention, but caller disconnected call before further details could be obtained. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. The device expiration date is 30 apr 2022. However, as the customer did not provide a date of event, it can not be determined if the device was being used past its shelf-life/expiration date. All pertinent information available to abbott diabetes care has been submitted.